Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that a patient experienced a dental implant failure.

Manufacturer narrative:
This supplemental report is being submitted to provide the corrected data from the initial report being submitted with incorrect brand name. D1 updated: brand name to : m4 internal hex. Implant dia. 3.75 l 11.50mm.